Event description:
During a quality inspection, the customer reported finding a crack on the corner of the tub-shaped package containing this sterile tubing set. This finding occurred prior to shipment to an end user, and no patient involvement or surgical delay occurred as a result of this event.

Manufacturer narrative:
An evaluation of the product confirmed the reported problem. A visual examination of the package found a long crack in the side corner of the container resulting in a breach in product sterility. A review of product history for the past 2 years found no similar reported problems. The instructions for use (IFU) for this product cautions the user: upon initial receipt of the product, this device should only be used if the original packaging and labeling are intact.